Event description:
There have been two recent incidents involving ethicon staplers. In the first incident, the patient was undergoing a hemorrhoid procedure. After noticing the stapling device had not fired a couple of staples well, a large bleeding site was noticed. The malfunction of the proximate hemorrhoidal circular stapler resulted in the patient having to be sutured versus stapling at the end of the procedure. This prolonged the procedure. The vendor of this product was on site and was notified that day of the issue. In the second incident which occurred a couple of weeks later, the patient was undergoing a laparoscopic appendectomy. An endopath ets vascular stapler device misfired. The cartridge ejected into the abdomen. Vascular load removed, and open incision made. The doctor requested intraoperative x-ray to confirm no foreign object seen. X-ray confirmed there was no foreign object. The manufacturer representative was present when the second incident occurred.